Manufacturer narrative:
(B)(6) 2018. The customer reported the keyboard unresponsive. The device was not being used for treatment when the reported event occurred. The customer was sent a replacement keypad overlay. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the keyboard unresponsive. There was no patient involvement.